Event description:
Reportedly, when an attempt was made to administer pacing therapy through the pacing electrodes, the attached defibrillator/monitor/pacemaker prompted pacing leads off. A backup/defibrillator/monitor/pacemaker was connected to the pt through the same pacing cable and pacing electrodes. The discrepancy was said to recur. The pacing cable was replaced in an unsuccessful attempt at correction. The pt was transported to the hosp. The pt was connected to their pacer of unreported mfg but pacing could not be initiated. The pacing electrodes were replaced and successful pacing of the pt was observed.